Event description:
It was reported that the patient experienced dizziness. Intermittent post biventricular (biv) pace of the trailing edge of the qrs is noted. It was also noted that the patient had a new left ventricular assist device (lvad). Increasing the post v pace blanking on the device was discussed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead (B)(6) 1999; d314trg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).